Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted to the hospital when they experienced nausea, vomiting, weakness, dizziness, and an unsteady gait. A head computerized tomography (CT) revealed a left cerebellar cerebrovascular accident (cva). Anticoagulation was held until the patient stabilized and then a heparin drip was resumed. The following day the patient developed swallowing difficulties and a repeat head CT was performed. The CT confirmed a recurrent hemorrhage and cerebral edema. Anticoagulation was again discontinued and palliative care was consulted. The patient was discharged home on hospice and expired.